Event description:
It was reported that during a pump refill in (B)(6) 2012, the medication appeared yellow upon extraction from the pump. The patient complained of return of symptoms that occur before pump refill. The patient was currently experiencing back pain in june and was not due for a refill until august. The device system was used to deliver morphine. It was reported in august by the healthcare provider (hcp) that the patient continued to report low back and lower extremity pain. At the previous refill the patient had reported tripping on his toes and his leg giving out which he stated had resolved. The patient had one exacerbation of low back pain and went to the emergency room (ER). The patient¿s pain returned to baseline. The patient had a drug screen following the last evaluation which was negative for all tested as appropriate. The hcp planned to refill the pump with no change in the infusion rate on the day of the report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).